Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the wake button was sticking. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarms issues were verified. Additionally, the device update error issue is tier 3 and investigation is not required. Additionally, the alleged quick bolus button issue could not be verified.